Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptoms of burning sensation, pain and urinary retention are known risks associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an advance sling experienced urinary retention. The patient stated that a catheter was placed following the implant surgery, which was later removed during a post-operative visit. A second catheter was placed after the patient underwent a four-hour fluid intake test (16/32 oz) and was unable to void. An ultrasound revealed that the patient was retaining 365 cc of fluid. The second catheter was subsequently removed, and the patient was able to void; however, he is now experiencing a weak stream, burning, and pain. No additional information was provided.

Event description:
It was reported that the patient with an advance sling experienced urinary retention. The patient stated that a catheter was placed following the implant surgery, which was later removed during a post-operative visit. A second catheter was placed after the patient underwent a four-hour fluid intake test (16/32 oz) and was unable to void. An ultrasound revealed that the patient was retaining 365 cc of fluid. The second catheter was subsequently removed, and the patient was able to void; however, he is now experiencing a weak stream, burning, and pain. No additional information was provided.